Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2017 - 05786, 0001822565 - 2017 - 05787. Concomitant medical products: unknown cup, unk part/lot; unknown liner, unk part/lot; unknown stem, unk part/lot; unknown femoral head, unk part/lot. Report source-USA. Report source, literature - mcgrory bj, jorgensen a, high early major complication rate after revision for mechanically assisted crevice corrosion in metal-on-polyethylene total hip arthroplasty, the journal of arthroplasty (2017), doi: 10.1016/j.arth.2017.07.004. The reported event was unable to be confirmed due to limited information received from the customer. A review of device history records (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that a patient was revised due to mechanically assisted crevice corrosion (macc). Attempts have been made and no further information is available at this time.